Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (indicating air in the set) that appeared on the home choice (hc) during dwell 4/4. The technical service representative (tsr) explained the alarm and had the home patient (hp) close the clamps and cycle power. The tsr instructed the hp to discard the supplies and finish with manuals. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).